Manufacturer narrative:
Suspect medical device component involved in the event: model#: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg) model#: sc-2108-70m serial #: (B)(4) description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that after the patient was defibrillated, the ipg was fried. The patient underwent an ipg replacement procedure but high impedances were noted and the patient was experiencing lead pain. The physician was unsure if the defibrillator could affect the leads.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain while running the stimulation and charging the ipg. The patient was scheduled for a possible revision procedure.

Event description:
A report was received that after the patient was defibrillated, the ipg was fried. The patient underwent an ipg replacement procedure but high impedances were noted and the patient was experiencing lead pain. The physician was unsure if the defibrillator could affect the leads.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that after the patient was defibrillated, the ipg was fried. The patient underwent an ipg replacement procedure but high impedances were noted and the patient was experiencing lead pain. The physician was unsure if the defibrillator could affect the leads.

Manufacturer narrative:
Additional information was received that the patients ipg was non-functional after being defibrillated. The patient underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that after the patient was defibrillated, the ipg was fried. The patient underwent an ipg replacement procedure but high impedances were noted and the patient was experiencing lead pain. The physician was unsure if the defibrillator could affect the leads.

Manufacturer narrative:
Burn of device should have been updated to; additional information was received that the replacement of the ipg was already reported per MFR report #: 3006630150-2012-01411. It was also specified that the patient was experiencing pain while running the stimulation and charging the ipg due to the contacts that were out. The patient will undergo a revision procedure. Update to the additional suspect medical device component involved in the event: model#: sc-2108-70m serial #: (B)(4) description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that after the patient was defibrillated, the ipg was fried. The patient underwent an ipg replacement procedure but high impedances were noted and the patient was experiencing lead pain. The physician was unsure if the defibrillator could affect the leads.